Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer ran extended self tests (est) on a test lung and was not able to duplicate the issue; as a precautionary measure, the customer to replace the breath delivery (bd) to graphic user interface (gui) cable. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator has a loss of communication error. The ventilator was not on a patient at the time of the event.